Event description:
It was reported the single use aspiration needle had the two of the needles breaking through sheath coming out the side of the sheath, damaging the scope. The issue was found during the diagnostic endobronchial ultrasound procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the reported event is presumed to have occurred through the following mechanism: 1) the distal end of the sheath is pressed against the tissue of the trachea, bronchi, esophagus, or adjacent organs. 2) while the sheath remains in contact with the tissue, the endoscope is advanced, resulting in deformation (bending) of the sheath. 3) when attempting to deploy the needle while the sheath is bent, the needle tip may catch at the point of deformation, preventing successful deployment. 4) if additional force is applied to deploy the needle despite the obstruction, the needle may protrude laterally through the side wall of the sheath. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.